Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17812141/17812141.

Event description:
It was reported that the patient was not getting any stimulation due to high impedances on the leads. The patient underwent a revision procedure wherein two leads were added. Nothing was explanted. The patient was doing well postoperatively.